Manufacturer narrative:
Result: broken head right siderail timing link.

Event description:
It was reported by service report that the head right siderail timing link was broken with no sharp edges, and would not lock in upright position. No pt involvement or adverse consequences were reported.